Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) up to the 600s (mg/dl). Reportedly, the customer believed the pump was not delivering insulin properly. The customer declined to provide further information and declined to perform troubleshooting with tandem technical support as the customer's healthcare provider already advised the customer to discontinue pump therapy.